Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to ave occurred during revision surgery. The device passed he photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual as analysis test. The internal visual inspection revealed a resistor had a corroded trace. It is believed that the failure of this implantable cochlea stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from he residual gas analysis data. Moisture admitted into device through this leak resulting in the corrosion of the resistive film material and he shift in resistance value of a resistor. This ultimately caused the device o cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.